Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion (pbd). Device was explanted and replaced with a new device. No additional adverse patient effects were reported.